Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut down unexpectedly and an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 360 mg/dl. Reportedly, the customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.